Event description:
On (B)(6) 2013, the pt was implanted with gore excluder aaa endoprostheses to repair a distal abdominal aortic aneurysm rupture. On (B)(6) 2013, it was reported the pt came to the hospital through the emergency department (ed) and was diagnosed with bacteremia and an infection in the lumbar spine 4/5 disc space with occlusion of the endoprostheses. It was reported the pt is hypercoagulable. The fsa reported an intervention was performed. Access was achieved through the femoral artery then a bilateral thrombectomy was performed with a fogarty embolectomy catheter to remove the thrombosis inside the devices. This was followed by ballooning of the endoprostheses. It was reported the pt was then administered heparin and the devices remain implanted inside the pt. It was also reported the devices were not infected.

Manufacturer narrative:
Other components implanted: pxl161007/10676224 and pxc121000/10920843. The review of the mfg paperwork verified that this lot met all pre-release specifications.